Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had no pain relief from the stimulator, although the patient had only used their stimulator 3 percent of the time since (B)(6). The rep indicated the event date of (B)(6) 2018 was an approximate date of their loss of efficacy. The patient met with the manufacturer on (B)(6) 2018 at which time the system seemed to be working well. The patient appears to be having an exacerbation of back pain. The patient reported that they had had ¿several MRI¿s over the past couple of years,¿ which may have led/contributed to the reported issue. It was noted that the patient¿s lead was head only MRI compatible. Reprogramming was done but did not improve the pain relief and seemed to exacerbate the pain. Impedance readings were normal. The clinician wanted to consider injections and having an MRI done. The clinician was informed that the patient could only have head scan mris. The issue was not resolved at the time of the report. No surgical intervention occurred, and it was asked but was unknown if surgical intervention was planned. The patient was alive and without injury and the system was currently off and in MRI mode. No further complications were reported/anticipated.